Event description:
Complete facial paralysis was noticed after pt wake-up from surgery. It was reported by the attending physician that he felt that the nim-2xl monitor may not have been working properly during his case. Then stated he felt it was so because when his pt woke up after the surgery, it looked as though there was complete facial paralysis. The surgeon also stated he tried to stimulate it (nerve) with the threshold set at 100 and the stimulus at 2.0 ma.